Manufacturer narrative:
Corrected data: b5 - it was also reported that the patient experienced a shallow anterior chamber. Should have been included in initial medwatch report. H6 - health effect clinical code: 4581 - shallow anterior chamber. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl 12.6, -7.5 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Significant reduction of irido-corneal angels was observed. Enlargement of pi and yag performed. The lens remains implanted. Cause of the event is reported as "maybe associated with bpi to peripheral?" Reportedly, "appears wnl/no symptoms.signifigant increase in irido-coreanl angles. Patient currently on pilo% ticl."